Manufacturer narrative:
The subject maj-1500 is not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject maj-1500 to determine the cause of this phenomenon when omsc receives it. Maj-1500 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
When the user reprocessed the endoscope using the maj-1500 and the oer-3, they noticed that the resinous pin of the subject maj-1500 was broken. The user considered that the pin of the subject maj-1500 was broken on the morning of the day when they reprocessed the endoscope. The user reported that they examined three patients with the endoscope that was reprocessed under this condition. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00378. The subject maj-1500 did not return to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. Based on the similar case, the pin of the subject maj-1500 likely broke due to degradation and excessive force during use. There have been no further details provided. If significant additional information is received, this report will be supplemented.